Event description:
It was reported that during routine follow up, interrogation revealed atrial undersensing in both unipolar and bipolar sensing configurations. Lead impedance was 432 ohms bipolar and 302 ohms unipolar. During an atrial capture test, there was no capture up to 7.5 v. An x-ray was performed revealing dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.